Manufacturer narrative:
(B)(4).

Event description:
It was reported that high voltage lead impedance was observed on the rv lead. Programming changes were recommended. No further information available.